Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 (software version: 2.1.0) h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the disposable stylet was not tracking in probes eye view. The surgeon wanted to see forward projection of the stylet in probes eye view. Technical services (ts) suspected it was a faulty disposable stylet. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, as logs were not available, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.